Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Programming changes were discussed, but no known intervention was performed. The device remained implanted. No further information could be obtained.